Event description:
Needle broke off in stomach [device induced injury]. Case description: a patient reported that a novofine 30g needle broke off in their stomach. Patient went to the hospital where it was attempted to remove the needle surgically, but the needle could not be located. The patient reported that they have been told to wait on month until scar tissue forms over the scar.

Event description:
Needle broke off in stomach [device induced injury] case description: a man reported that a novofine 30g 8 mm needle broke off in his stomach. He went to the hosp where it was attempted to remove the needle surgically, but the needle could not be located. The pt reported that he has been told to wait one month until scar tissue forms over it. The pt's plastic surgeon has reported that surgical exploration will be necessary, possibly under general anaesthesia, to remove the needle. The removal of the needle will be attempted by the plastic surgeon sometime in 2/2002. The pt changes needle with each injection. The pen that the pt used has been sent to novo nordisk for analysis. Latest follow-up received on 1/31/2002. Since the last submission of this case the following info has been added: - narrative updated with planned treatment and needle usage.